Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 22 may 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging quality was suboptimal due to the patient¿s complex anatomy. One gripper was unable to be lowered and raised during independent gripper actuation; however, troubleshooting measures resolved the issue. Subsequently, an attempt was made to deploy the clip. During this attempt, the clip became entangled with the chordae. Further troubleshooting was performed but was unsuccessful. As a result, the clip was implanted in its existing position on both leaflets along with the chordae. During the deployment sequence of a second clip, difficulty was encountered in grasping the leaflets due to the patient¿s complex anatomy. The clip was subsequently removed from the anatomy. The tr remained unchanged post procedure. There was no clinically significant delay reported.